Manufacturer narrative:
A customer from outside the united states reported observation of an elevated advia centaur ca 19-9 result which was discordant relative to repeat testing using a different reagent lot. Siemens investigation confirmed an average positive bias of 56.4% with a sample population from the asia pacific region and atellica im and advia centaur 19-9 assay kit lots ending in 535 as compared to previous lots. However, investigation did not confirm the complaint allegations of commercial quality control results outside of range. Urgent medical device correction (umdc) aimc 24-14.a.us and urgent field safety notice (ufsn) aimc 24-14.a.ous will be distributed to customers who have received the affected product to notify them of the bias. The communication will advise customers to discontinue use of the affected product. The customer has received this notice, and has ceased use of the affected product lot.

Event description:
The customer reports observation of an elevated atellica im ca 19-9 (ca 19-9) result from lot 535 which was discordant relative to repeat testing with lot 537. The customer received siemens field action notification aimc 24-14.a.ous, informing of result bias associated with atellica im ca 19-9 lots ending in 535. As a result, they re-tested stored samples for which ca 19-9 results had been previously reported from lot 535. For one sample, they identified discordance between initial and repeat results, where the initial result was >3x higher than the repeat. The result report was corrected for this patient. There are no allegations of any adverse patient consequences in association with the discordant result. The customer has ceased using ca 19-9 lot 535, in accordance with the field-action notification.